Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on an unk date. (B)(4) submitted for adverse event which occurred on an unk date.

Event description:
It was reported that by an attorney the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on an unk date during which the surgeon noted a partial omentectomy was necessary. The majority of the old mesh, which was not invested in the abdominal wall, was removed. It was reported that the patient underwent removal surgery on an unk date during which the surgeon noted extensive adhesions also had to be removed and as part of the process, a portion of the bowel had to be removed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The patient had a previous mesh implanted on (B)(6) 2014 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/1/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.